Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. The physician had difficulties getting transeptal access using a versacross connect and versacross sheath. The case proceeded, and 50 applications were delivered with the farawave catheter on all pulmonary veins successfully. The physician then removed the catheter to complete a post map, and towards the end of post map it was noticed that the patient blood pressure was dropping. Pacing and medication were given to solve the issue with blood pressure. After finishing post map, the physician checked for effusion and noticed that an effusion occurred on the anterior portion of the right ventricle and posterior portion of the posterior wall. A pericardiocentesis was performed to drain the effusion and a drainage tube was left on the patient. The patient was taken to the intensive care unit (ICU) for observation overnight. A clot was found the next day in the right ventricle. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for us e. The physician had difficulties getting transeptal access using a versacross connect and versacross sheath. The case proceeded, and 50 applications were delivered with the farawave catheter on all pulmonary veins successfully. The physician then removed the catheter to complete a post map, and towards the end of post map it was noticed that the patient blood pressure was dropping. Pacing and medication were given to solve the issue with blood pressure. After finishing post map, the physician checked for effusion and noticed that an effusion occurred on the anterior portion of the right ventricle and posterior portion of the posterior wall. A pericardiocentesis was performed to drain the effusion and a drainage tube was left on the patient. The patient was taken to the intensive care unit (ICU) for observation overnight. A clot was found the next day in the right ventricle. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device was received at boston scientific for analysis. During product analysis there is no issue related to the device functionality. The known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion, thrombosis and hypotension are an expected procedural complication addressed within the IFU for the farawave catheter.